Event description:
Customer stated that unit alarmed with autofill failure prior to being put on a pt.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: check for auto fill failure, ran a full calibration and unit passed all test's, unit has fault code 57 (autofill failure) and 63 (purge cycle taking too long). Recommended and did replacement of the drive manifold. Disassembled the unit and replaced the drive manifold assembly, reassembled the unit and tested checked the calibration and had to adjust the shuttle transducer. Ran the unit with a balloon and all worked good. The system was tested to factory specs and was returned to the customer. Ref: (B)(4).